Event description:
The exact date of this event is not known nor are any details provided about the pt other than it involved an child (infant) based on the size of the product. The doctor reported that "the endotracheal tube is kinking seriously!" No injury to the pt was reported. Pictures were provided showing the kink in the tube. This doctor is participating in an investigator sponsored multi-center trial in foreign country and provided the following info to the principal investigator: " I have emphasized the advantages of the microcuff tubes, but also the problems we have to deal with. Namely exterior kinking of the tube and flexibility of the tube inside the mouth." Kimberly-clark has no independent knowledge of the event reported above, but is relaying the info that was provided by the facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided, therefore, a review of the device history record was not possible. However, a reserve sample for this stock code was evaluated and it was found to be within specifications and dimensional tolerances. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.